Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014. Inratio inr: 3.6, 2.8, and 1.7. Therapeutic range: 2.0 - 3.0. All testing was performed within ten minutes of each other. Reportedly, one finger stick was used for multiple tests, the finger was "milked" after the finger stick and multiple drops of blood was applied to the sample well. There was no reported adverse patient sequela. Though requested, there was no additional information provided.